Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. All buttons functioning properly. The keypad connector on electrical board was locked properly during visual inspection device received with cracked select button keypad overlay, peeling keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses, diabetic ketoacidosis, keypad peeling and keypad unresponsive. The test p-cap and reservoir does lock in place in the reservoir compartment. Device received with cracked select button keypad overlay, peeling keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. All buttons functioning properly. The keypad connector on j1/electrical board 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. Device passed the keypad voltage test. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses and diabetic ketoacidosis. Cosmetic damage was confirmed at the keypad overlay. Keypad unresponsive not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2021 with blood glucose level was over 400 mg/dl. Customer experienced symptoms such as vomiting. Customer was treated with intravenous insulin, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer stated insulin pump keypad was peeling. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.